Event description:
During a lap appendectomy procedure, the device fired malformed staples at the distal end of the staple line. The case was completed with another device of the same product code. There was no adverse consequence to the patient.